Event description:
It was reported that a small volume intermate had particulate matter within its bladder. This was found before use. The device was filled with meropenem, ertapenem, and ceftriaxone. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured september 22, 2014 to september 25, 2014. The device was received for evaluation. A visual inspection was performed and revealed solid white particles between 0.74 and 2.73 mm in length, floating in the fluid inside the reservoir. Fourier transform infrared spectroscopy scanning identified the particles to be acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The unit has been received, and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.